Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to moisture damage on the keypad traces. No display anomaly was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when attempting to bolus. Customer's blood glucose was 360 mg/dl. Customer also reported experiencing high blood glucose for the past two days. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.